Event description:
The patient was undergoing a coil embolization procedure to treat an endoleak in the iliolumbar using pod packing coils (pod pcs) and a lantern delivery microcatheter (lantern). During the procedure, a pod pc was advanced into the target vessel but required re-positioning. While re-sheathing the pod pc, the technician encountered resistance and the pusher assembly became kinked. During an attempt to re-advance the pod pc into the lantern on the back table, the physician found that the coil was detached. The procedure was completed using a new pod pc and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: 3005168196-2020-00126. 1.section b. Box 5. Describe event or problem results: the pet lock was intact on the proximal end of its pusher assembly. The pusher assembly was kinked approximately 113.0 cm from its proximal end. The pusher assembly was fractured approximately 59.0 cm from its proximal end. The embolization coil was detached from its pusher assembly and the pull wire was retracted out of the distal detachment tip (ddt). Conclusions: evaluation of the returned pod pc revealed that the pusher assembly was fractured. If the pusher assembly is manipulated against resistance, damage such as a kink may occur. Subsequently, further manipulation of the kinked device may result into a fracture. Further evaluation of the returned pod pc revealed that the embolization coil was detached from its pusher assembly. This likely occurred due to the separation of the two fractured segments, which resulted in the pull wire being retracted out of the ddt and causing the embolization coil to detach from its pusher assembly. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat an endoleak in the iliolumbar using pod packing coils (pod pcs) and a lantern delivery microcatheter (lantern). During the procedure, a pod pc was advanced into the target vessel but required re-positioning. While re-sheathing the pod pc, the technician encountered resistance; subsequently, the pull wire became kinked. Therefore, the devices were removed from the patient. While re-advancing the pod pc into the lantern on the back table, the physician found that the coil had detached. The procedure was completed using a new pod pc and the same lantern. There was no report of an adverse effect to the patient.